Event description:
In 2015 essure implanted. Since then my health has been taking a turn for the worse. Here is a list of afflictions. I am writing for insurance approval for essure removal, and I am currently having gallbladder problems, cramping, sharp/stabbing pelvic pain, abnormal heavy menses, labial cyst, bacterial vaginosis, hot flashes, night sweats, uterine inflammation. Painful ovulation, extreme debilitating fatigue, painful periods, painful intercourse, incontinence, urgent urination, vulvodynia, abdominal fluttering; 8/10 pain in neck, spine, hips, chronic pelvic pain, all over body aches. Nausea daily, vomit occasionally, gas bloating, metallic taste in mouth, heartburn, bowel issues, headaches, migraines, dizziness, tingling sensations, brain shocks, nerve pain, extreme brain fog/diminished brain function. Anxiety/ depression / mood swings, ringing in ears, numbness / tingling in extremities, nickel allergy, tremors / shakiness, dizziness, unexplained / easy bruising. Inability to maintain blood sugars, hidradenitis suppurativa, skin itching, heart palpitations, hair loss, hair growing in new places, greying hair. Dental issues (2 teeth pulled and needed bone grafts), insomnia, gallbladder issues, weight gain, muscle spasms, blurred vision/floaters. Excessive sweating, dry skin/hair/eyes, muscle weakness, unsteady gait, broken leg (B)(6) 2018 (fell down add'l 5 times - out of work x 3 mos and still in pain), plantar facials, time off of work during periods due to extreme pain, fatigue and bleeding etc.